Event description:
On 05/31/2006, nellcor puritan bennett received a report of deflation issues on a 10lpc tracheoatomy tube while in use on a patient. The caller reported "the balloon was deflating during utilization. The caller also reported no patient injury, but reported additional stress for the patient." This report is associated to the second occurrence.